Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer received 8300 device from their clinical educator that is not triggering the pca pause protocol feature. Failure device type: alaris system instrument. Failure problem type: 8300. Failure mode: see case notes. Case resolution: customer received 8300 device from their clinical educator that is not triggering the pca pause protocol feature. Customer receives reported non-responsive etc02 (s/n (B)(4)), not triggering the pca pause protocol. Biomed has sequestered the devices involved (pca/8120; s/n (B)(4), pcu/8015ls; s/n (B)(4)). He mentions he is uncertain as to the functional response feature. In his trying to duplicate the alarm, if he slows down the breath rate the alarm will trigger but not stop the pca from continued infusion. He mentions, once he takes another breath than the pause protocol feature stops the pca from continued delivery. Please give customer a call-back on their cell, he mentions is the best contact number. Call to; (B)(6). Ref: (B)(4).